Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic where the event took place. The fa stated the blood leak occurred approximately forty-five minutes into the treatment. The blood leak was internal, and blood was confirmed to be visually observed in the dialysate compartment of the device. Multiple blood leak test strips were used, and they all tested positive. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Event description:
An area technical operations manager (atom) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic where the event took place. The fa stated the blood leak occurred approximately forty-five minutes into the treatment. The blood leak was internal, and blood was confirmed to be visually observed in the dialysate compartment of the device. Multiple blood leak test strips were used, and they all tested positive. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: although the complaint device was not returned for evaluation, two related photographs were provided for review. One photograph shows a dialyzer from the reported lot with blood within the fibers, placed in a red plastic bag. There appears to be blood in the upper bell housing, outside of the fibers, which is indicative of an internal leak. The other photograph is the same image, with the addition of highlighting marks overlaying the area of the dialyzer where blood appears to be outside of the fibers. There is no damage or irregularities visually apparent on the dialyzer that may have contributed to the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) and a non-conformance (nc) in the production of this lot. They were all unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Based on the provided photograph, the leak is confirmed. The photograph indicates that an internal leak occurred; however, the cause cannot be determined based on the photograph alone and the actual sample was not returned for testing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.